Event description:
Caller reported an alarm 2 due to an occlusion issue. There was no adverse impact to the customer's blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.